Event description:
The manufacturer was informed on this event through the publication ''sorin perceval s stent infolding identification of the mechanism and proposal of a therapeutic approach'' by wilbring et al. Based on the information reported in the publication, a patient received a perceval valve through minimally invasive aortic valve replacement. The aortic annulus was measured with 20mm, the sinutubular junction with 21mm. After thoroughly measurement, a sorin perceval s was implanted as recommended. Correct valve position was visually checked. Before weaning from ecc a tee was performed and demonstrated severe aortic regurgitation. Therefore, the aorta was clamped once again. Inspection of the valve showed stent infolding in the rcc, leading to partial collapse of the valve. As suggested by the author's theoretic concept, patch-enlargement of the sinutubular junction was performed and the same valve implanted once again. Tee demonstrated well prosthesis function and further hospital course as well as follow-up were uneventful.

Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no device investigation is possible at this time. Based on the preliminary review of the information reported, it is reported that a patch-enlargement of the sinutubular junction was performed after the detection of the stent folding. As such, the possible root cause for the reported event could be attributed to an oversizing of the perceval valve (use error), in line with the manufacturer's investigation on this type of event. Furthermore, it should be noted that the perceval valve IFU includes the following warning: ''warning: a removed perceval s prosthesis must not be re-implanted, because its integrity is no longer ensured.'' Thus, the decision to re-implant the same perceval valve was performed off-label. The manufacturer has requested additional information from the author of the paper. Should any further information be received, a follow up report will be provided. Device remains implanted.

Manufacturer narrative:
Corrected h6.